Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed blisters on her back. The patient's doctor recommended that the patient apply cortisone to the blisters. During a follow-up the patient reported that the irritation improved.